Manufacturer narrative:
(B)(4). Unit power up properly after battery installation. No blank display noted. However, unit alarmed failed battery test due to corroded battery tube. Unable to perform operating currents, self-test, a21 error, displacement test or verify a21, low batt, weak batt and batt out limit alarm due to failed batt test alarm.

Event description:
The customer reported via phone call that the insulin pump received unexpected restart and a cold reset was performed alarm, blank display, battery out limit alert, weak battery alert and low battery alert. The customer¿s blood glucose level was 200 mg/dl and 132 mg/dl at the time of incident. Customer also received failed battery test alert. Customer was assisted in performing a self test and the test results of the self test passed. Customer stated that he was going to rewind the insulin pump and the screen was blank. Customer stated that he was inserted new battery and the insulin pump worked fine. Troubleshooting was performed. The insulin pump will not be returned for analysis.